Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer state the insulin pump had many no delivery alarms, after changing the set. The customer noted a button error on the pump, but was able to clear the alarm. Troubleshooting was not performed. The device will be returned for analysis.